Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severly tortuous mid right coronary artery. The taxus express2 3.0x12mm drug eluting stent was inserted but was unable to cross the lesion. The physician made several attempts to cross the lesion, but was unsuccessful. The stent delivery system was removed from the pt and the physician found that the proximal edge of the stent was lifted up. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.